Manufacturer narrative:
Calibration recovery found to be ok qc recovery found to be ok the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service representative did not find a hardware issue and stated the instrument was working within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys prolactin assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 195 mu/l. On (B)(6) 2020 the sample was repeated and the results were 369 mu/l and 352mu/l. The results were reported outside of the laboratory. The repeated results were believed to be correct. The reagent lot number was 42697200 with an expiration date of 31-jan-2021.